Manufacturer narrative:
(B)(4). Describe event or problem - correction to the following statement in the initial MDR, "the patient also went to a rehabilitation hospital because of nerve damage and was released on friday (B)(6) 2023."

Event description:
The patient also went to a rehabilitation hospital because of nerve damage and was released on friday (B)(6)2024.

Event description:
It was reported that (code as investigated description). The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 at around 10:00 am the caregiver arrived at the patient's home and found the patient unconscious. She noticed bruises on the patient's body possibly due to the fall prior to becoming unconscious. The caregiver checked the cgm and the device was not showing any reading but a sensor fail message. She was not able to do a blood glucose fingerstick this time out of panic since she was trying to call 911. When the ambulance arrived, the emergency medical technician checked a bg reading it was around 370 mg/dl. There is no information about any treatment provided as the reporter did not know. The patient regained consciousness when he arrived at the hospital, one hour pass from the time the caregiver found him unconscious. The doctor also diagnosed a nerve damage and bruises on the arm. At the hospital the patient was treated with IV fluids. The patient was in the hospital until sunday (B)(6) 2024. The patient also went to a rehabilitation hospital because of nerve damage and was released on friday (B)(6) 2023 . At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - impact code - f18 rehabilitation. Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4). B4 date of this report - date should be 06/03/2024. B5: describe event or problem - correction to the following statement in the initial MDR, 'it was reported that (code as investigated description).'

Event description:
It was reported that a wearable failure occurred.